Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory, section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 16-sep-2021, UDI#: (B)(4). H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was malignant pain. The patient reported that their communicator would not take a charge. The patient stated that they had had this communicator since 2021, and since the beginning, it had never given them trouble until now. When the agent inquired about the event date, the patient stated this 'just started about 3 days ago when I tried to come up with a solution.' The patient mentioned they were seeing a low battery message on their handset when trying to connect for a bolus, which the agent understood as the low communicator battery message. The patient stated that they thought it was the cord at first, but when they tried a new cord, it wouldn't let them put it in. The patient stated that they tried shaking the communicator, blowing into the port, and holding a hair dryer on the hottest setting on the port to try to clean the port, but that did not resolve the issue. While on the call, the patient stated that the battery indicator light was yellow. The patient confirmed both charging cords did not appear to go all the way into the charging port and 'when you push it in there, you can feel that it's just not going in.' The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department because the communicator port would not accept cords/cords would not go all the way in despite trying another brand new cord.

Manufacturer narrative:
H3: analysis found ¿charging port loose¿ and ¿1 pin got damaged, rattling sound inside¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.